Event description:
It was reported, the camera head had a yellow color, was not sharp, had no screen signal and no detection. The issue occurred during procedure, and the therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
To date, the device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for the initial, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:27:23 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements. Additional information: d9, h3, h4, h6 and h11: the device was inspected at the regional repair center. A device history review was conducted, and no deviations were noted that could have caused or contributed to the reported issue was identified. Service history did not indicate anything that could have led to this issue. The reported issue was confirmed during the visual and functional testing. The cause of the event was due to a deteriorated cable unit. Should additional information be received, a supplemental will be submitted.

Event description:
It was reported, the camera head had a yellow color, was not sharp, had no screen signal and no detection. The issue occurred during procedure, and the therapeutic procedure was completed. There were no reports of patient harm.